Manufacturer narrative:
The dealer indicated that the chair was being used indoors in a care facility and that the patient is not a heavy user. She stated that when the wheel fell off, the chair dropped a few inches to the floor, but the patient did not fall out of the chair, and he did not sustain any injuries. After the incident, the wheel mounting hardware was unable to be located. The dealer was unsure if the mounting hardware had fallen off previously, or if it scattered from the force of the wheel falling off. She indicated that the caregiver would not have routinely checked the hardware. The dealer stated that the wheel did not show any prior indications of failure, such as being loose or wobbly. The chair had not been serviced by the dealer prior to this incident. The device was not returned to invacare for evaluation. The reported issue could not be verified, and the underlying cause could not be determined. Replacement mounting hardware was issued to the dealer. The dealer confirmed that the hardware was received, and the chair has been repaired. The nutron series user manual specifies that the wheelchair should be inspected/adjusted monthly to ensure that the wheel mounting bolts and fasteners are secure on the drive wheels. It states that after any adjustments, repair or service and before use, make sure that all attaching hardware is present and tightened securely.

Event description:
The dealer stated that the patient's caregiver reported that the patient was sitting in the r51lxp chair when the axle bolt broke and the wheel fell off.